Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported a blockage in the fans on the navigation system. To resolve the reported issue, the blockage was removed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would power off when unplugged. The backup batteries were reported to have been recently replaced. No additional information was provided. There was no patient present when this issue was identified.